Event description:
On (B)(6) 2012, the patient claimed her blood glucose was elevated to 465 mg/dl and had sign of large ketones. Reportedly, her hcp advised her to come off of the subject pump therapy and use insulin via syringe. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. The patient was in a premenstrual stage when her blood glucose was elevated. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/19/2016-product analysis: the device was returned and evaluated by product analysis on 01/04/2016 with the following findings: no abnormal pump behavior was confirmed or duplicated with investigation. Review of the pump¿s black box revealed no evidence of abnormal pump behavior or related issues. Data relevant to the alleged event date was overwritten due to extended continued pump use. The total daily dose history was appropriate per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.